Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. The reported device was not received in brézins for investigation because it was repair locally. According to provided information, during the force calibration, the error 22: force sensor kept showing; checked the connections inside pump and when doing the force calibration again, no error presented. Likely just the cable slightly out of place from use. This observation suggest that the device was likely reassembled improperly during maintenance. Based on this information the root cause of this defect was found likely due to a mishandling of the device which corresponding to a misuse. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.

Event description:
The following has been reported by customer: during the force calibration, the error 22: force sensor kept showing; checked the connections inside pump and when doing the force calibration again, no error presented. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.